Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection showed the sample to be contaminated with blood and therefore required disinfection. During functional leak testing of the dialysate side, a leak was observed from a crack in the header welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to the manufacturing process in which nonoptimal welding parameters resulted in a suboptimal welding seam. A previous nonconformance was opened to investigate and address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the header of a polyflux 140h just after starting hemodialysis therapy. There was no issue during priming. Due to the leakage, the product label was ¿detached and missing¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.